Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap chole. According to the reporter: after applying the clip, the clip broke in half while applying to soft tissue. An x-ray was taken and the half portion of the clip could not be located. A new device was opened to complete the case. There was no loss of blood and operating room delay was only 10 minutes. There was no tissue damage.